Manufacturer narrative:
Device MFR date: battery 05/2006. Battery pack 08/2006. Device evaluation summary: device evaluations of battery packs have been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. The other battery pack had a broken locking tab. The lack of communication was due to low output voltage. No adverse event resulted from the faulty battery packs. The pt received two replacement battery packs.

Event description:
Lifecor billing called a female pt to see if she was still wearing the device since she had not downloaded in over a month. They discovered she was not wearing the device because neither battery pack would boot up the system. Billing transferred her to customer support. She told support that both battery packs would show the full charge led on the charger, but flash the "battery pack fault" led at the same time. Support asked the pt to contact her dr to let him know she would be unprotected until the new battery packs arrived. Support sent the pt two replacement battery packs with same day delivery.